Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was noted that the display screen was scratched and there was moisture within the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the lens film was scratched. The display worked properly. There was moisture corrosion found in the battery compartment. There was a battery compartment leak found. Unrelated to the original complaint, the battery compartment was observed to be cracked.